Manufacturer narrative:
Product type accessory. Analysis of the lead (lead 3387s-40 stimloc, lot # va08s1t) found no anomaly. The lead was not bent and was electrically ok. Analysis of the stylet found it bent new out of the box.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that after opening the lead package prior to implantation it was noted that the lead was bent. Another new lead was used, instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.